Manufacturer narrative:
The actual complaint product is not available for evaluation. A review of the device history record is not possible as a lot number was not provided. Root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
It was reported that the doctor tried to remove the peg tube from a patient's stomach that was placed approximately six months ago; however, the bumper remained in the patients stomach. There was no patient injury. No additional information was provided.